Event description:
Additionally, it was reported that the event resolved 11 days later.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Health effect - impact codes: f2203. Continued h.6. Type of investigation code: b15, b18, b20. Continued h.6. Investigation conclusions code: d1101. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the zygomatic arch with skinvive¿ by juvéderm®. Two days later, the patient returned with ¿blanching, blueness and bruising,¿ with ¿no cap refill,¿ with ¿vascular occlusion¿ near the nasolabial folds/medial cheek area being suspected. That day, an ultrasound was performed, and the patient was treated with 2 vials of hylenex. The next day, another ultrasound was performed, revealing no filler in the veins.